Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no reported adverse impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.